Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (with complications )"), caesarean section ("c-section") and systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included body mass index normal (bmi= 23.619), multigravida and parity 2 ((B)(6) 2003, (B)(6) 2017). Previously administered products included for contraception: iud. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure device). Essure (ess205) was removed. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, caesarean section, systemic lupus erythematosus, mood altered, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight fluctuation and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered alopecia, bladder disorder, caesarean section, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2007. The plaintiff states that she experienced complications of her unintended pregnancy or delivery. Since the complication has not been specified and the plaintiff underwent c-section, hence c-section has been considered as the complication. Current weight: (B)(6). The plaintiff states that she had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 30-apr-2019: plaintiff fact sheet received : event ¿injury¿ was replaced with events mentioned in the given pfs. Incident category updated. Events added- mood altered, genital haemorrhage, caesarean section, hypersensitivity, cystitis , urinary tract infection, vaginal infection, systemic lupus erythematosus, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight fluctuation, alopecia, device ineffective, pregnancy with contraceptive device, device monitoring procedure not performed. Essure insertion date was updated . Accordingly, the model number was changed to ess205. Reporter information, product indication and patient details updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (with complications )'), embedded device ('embedded, but did not require tube removal'), caesarean section ('c-section') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2003, (B)(6) 2017)) and miscarriage. Previously administered products included for contraception: iud. Concurrent conditions included depression. Concomitant products included levonorgestrel (mirena) since (B)(6) 2007 to 2010 for birth control as well as gabapentin since 2016, hydrocortisone (humera) since 2016, hydroxychloroquine since 2016 and methotrexate since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient was found to have weight increased ("weight gain / loss : gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: rashes on stomach / inside of thigh"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("low back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil(s) and surgical removal of coil(s))). Essure (ess205) was removed in 2016. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, embedded device, caesarean section, systemic lupus erythematosus, mood altered, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight increased, alopecia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, caesarean section, cystitis, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, headache, hypersensitivity, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2013 , (B)(6) 2007. The plantiff states that she experienced complications of her unintended pregnancy or delivery. Since the complication has not been specified and the plantiff underwent c-section, hence c-section has been considered as the complication. Current weight: 185lbs. The plantiff states that she had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet received. Event "embedded, but did not require tube removal" was added. Event onset dates were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (with complications )'), caesarean section ('c-section') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 2 (((B)(6) 2003, (B)(6) 2017)). Previously administered products included for contraception: iud. Concurrent conditions included depression. Concomitant products included levonorgestrel (mirena) since march 2007 to 2010 for birth control as well as gabapentin since 2016, hydrocortisone (humera) since 2016, hydroxychloroquine since 2016 and methotrexate since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions type: rashes on stomach / inside of thigh"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("low back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent caesarean section (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss : gain"). The patient was treated with surgery (surgical removal of coil(s))). Essure (ess205) was removed in 2016. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, caesarean section, systemic lupus erythematosus, mood altered, hypersensitivity, cystitis, urinary tract infection, vaginal infection, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, weight increased, alopecia, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, caesarean section, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, rash, systemic lupus erythematosus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date : (B)(6) 2013 , (B)(6) 2007. The plaintiff states that she experienced complications of her unintended pregnancy or delivery. Since the complication has not been specified and the plaintiff underwent c-section, hence c-section has been considered as the complication. Current weight: 185lbs the plaintiff states that she had essure (or any part of the device) removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received: new events ¿abdominal pain, low back pain¿, new concomitant conditions, removal date were added. Previously reported event ¿weight fluctuation¿ pt updated to ¿weight increased¿ incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.